Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of polyethylene wear as stated in the legal documentation. However, the extent and root cause of the polyethylene wear cannot be determined as the device was not returned for evaluation, and images, radiographs, and operative notes were not provided. These devices are used for treatment not diagnosis. The following fields have been updated/corrected: d7a, d8, f10 - should be blank, this is a manufacturer's report, g4, h7, and h9.

Event description:
Legal case - (B)(6). Index: (B)(6) 2012. Revision: (B)(6) 2022. 12-apr-2023 sw additional information received from legal document on 17-mar-2023 (B)(6). Related case(B)(4). (B)(4) 208-22-09 cc tibial insert. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k954208. In a report via legal department, on (B)(6) 2012, the patient underwent left total knee replacement surgery where she was implanted with a recalled optetrak cc polyethylene tibial insert (serial #: (B)(4)). On (B)(6) 2015, the patient underwent right total knee replacement surgery where she was implanted with an optetrak articular non-modular polyethylene tibial insert. On (B)(6) 2022, approximately 9 years and 9 months after initial surgery, the patient underwent left total knee revision surgery due to accelerated and preventable wear of the optetrak cc polyethylene tibial insert. The patient experiences pain in her right knee and will likely require a revision surgery to remove the remaining optetrak device. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d4, h6 . MDR section codes updated/corrected: a, b, c, d, e, f, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.